Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual and x-ray inspection found the helix to be stretched/damaged due to procedural damage and clogged with blood/tissue. Unable to perform helix mechanism test due to the condition of the helix as received. The reported event was isolated to the stretched/damaged helix due to procedural damage.

Event description:
During procedure, the right ventricular (rv) lead helix extended without manipulation. The physician opted to implant a new rv lead. The patient was in stable condition.